Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 458 mg/dl and a manual injection was administered to address the bg level. A supply change was performed to address the occlusion alarms. Reportedly, the customer had been using apidra insulin in their cartridge.